Event description:
It was reported that the surgeon found that the delta chamber was leaking during the test.

Manufacturer narrative:
(B)(4). The device was patent and passed siphon and reflux testing. However, it did not meet the requirements for leak testing and was not within specifications for pressure-flow and preimplantation testing. A large tear in the top of the delta chamber was found. It is unk how or when this damage occurred. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.